Event description:
It was reported that the patient underwent a posterior spinal surgery at l4-s1. It was reported that sometime post-op that the s1 screw had broken. No revision surgery has been scheduled at this time. No patient complicaitons were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.